Event description:
During an injection of contrast agent, the connection between the female connector and the injector syringe came off. The doctor reported that he may have fastened the connection too tightly. There was no harm or injury to the pt.

Manufacturer narrative:
Device eval: the suspect device was returned to merit for eval. A visual inspection was performed and the complaint was confirmed. The female luer had damage to the thread area. There was no evidence of bonding or molding defect. Measurements were taken and the luer taper was found to be within specification. Thread damage was caused by over-tightening the luer connections which caused disconnection during injection. Eval: measurements taken. Results: luer.